Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient does not respond properly with the device in the last three months.

Manufacturer narrative:
Additional information: based on the received information from the field, it seems that the active electrode has been damaged due to excessive mechanical stress. However, to determine an exact root cause, device investigation at the explanted device would be necessary. Re-implantation is considered, but no date is available yet.

Event description:
The recipient does not respond properly with the device in the last three months.